Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 500 hematology instrument generated intermittent no differentials on multiple samples. While troubleshooting the customer discovered that approximately 10 -20 mls of fluid had leaked from the instrument and onto the counter. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a pinhole in the tubing at the differential waste pressure valve (pv43) causing fluid to leak into the differential module which shorted out the solenoid for pv57 damaging the diluter interface card. The fse replaced the tubing resolving the leak and the differential vote outs. The fse stated that the customer was also obtaining low vacuum errors as well as the differential mixing chamber was not draining due to a damaged diluter interface card. Per phone conversation with the fse on (B)(4) 2013, the fse returned to replace the diluter interface card which as a result allowed the differential mixing chambers to properly drain and the instrument is now operable. Failure mode is related to a pinhole leak at pv43 and a damaged diluter interface card as a result of the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).